Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.50/+1.0/028 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2019. The patient experienced a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.